Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that this onetouch ultra meter was prompting multiple error messages "er1, er2, and er4." The medical surveillance specialist (mss) spoke with the pt on 07/24/2009 and obtained the following info. The pt stated that he was obtaining an error message with the subject meter; however, not multiple messages as documented per the customer care advocate (cca). The pt did not recall the specific error message he was getting. The pt stated the error message began to appear 1 or 2 days prior to contacting lfs. The pt manages his diabetes by taking humalog insulin (based on a sliding scale) 2 hours after his meals and set dose of lantus insulin as usual; however, discontinued taking his humalog insulin because he did not know what his blood glucose was. On an unspecified date, after the issue began, the pt claimed he began to feel dizzy, weak, shaky and sweaty. In response to the symptoms, the pt stated that he treated self with glucose tablets and felt better afterwards. At the time of troubleshooting, the cca noted that the alleged error messages remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.